Manufacturer narrative:
Concomitant products: 5076-52 lead implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was suspected for misfiring and possible non-capture. The ipg remains in use. No patient complications have been reported as a result of this event.